Event description:
To whom it may concern: my name is (B)(6); 3 yrs ago, I had treatment in small, family owned organic spa - advertised as pregnancy and mother and daughter friendly facility in (B)(6). I was told it's safe, non invasive and FDA approved therapeutic ultrasound. It supposed to therapeutically relax my facial muscles. Ever since I have constant problem with health, to the point I wasn't able to deal with life and started looking for professional help. I visited several drs and spent few weeks on research, until I realized I was exposed to radiotherapy used to kill cancer, casually named ultherapy - non-invasive, non-surgical facelift. I have all symptoms of chronic radiation sickness. My blood ana test shows autoimmune disease, my face and body is wasted, skeletal and disfigured, my jaw, joints, teeth and nose displaced causing problems with breathing, swallowing and constant sinus infection, my skin color is gray and pale white. I have low level of blood cells, anemia, fatigue, dizziness, backouts, constant cold and inflammation symptoms. I developed severe injuries as aftermath of initial damages. At the moment, I'm qualifying for disability status. But what I'm scared the most is gene expression and dna mutation. My recent blood tests shows autoimmune borderline, bone marrow density test shows osteopenia (I'm only (B)(6) - all my life was very healthy, I used to work as a model and (B)(6)). My fertility significantly decreased and I don't know if I can stimulate my cells to regenerate - since I'm in high cancer risk group? Diagnosed by oncologist. My gynecologist didn't allow stem cells therapy until I figure out how much radiation my body absorbed. I don't have children. It's my dream to become a mother. But the mutation and cancer risk alongside fertility issues scare me - is it safe in my case? Can my body handle pregnancy? Where can I find dr or clinic to take care of me and my condition? How come this surgery was allowed in organic beauty spa? Isn't radiation therapy regulated by government? Can you help me advice what shall I do? Local drs seem not trained enough to deal with the issue. Appreciate prompt response - kind regards. (B)(6). Privacy note: I'm an european union citizen and abide EU data protection regulation. Kindly do not disclose to the public any details regarding my health and private info. However, I'm willing to actively participate in resolving this matter, therefore do not hesitate to contact me if I can be of any help. I have osteopenia at the age of (B)(6); radiation affected my bone marrow, blood cells, connective tissue, joints, spine, brain, skin, neck, arm, fingers. FDA safety report ID# (B)(4).